Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A photo was provided of the lens in the eye. The is slightly off-center in the eye. An area is circled and marked with an arrow. A mark or material is observed in the indicated area. No other determination can be made from the photo. A video was also provided. The video does not show the lens/cartridge preparation or the lens delivery. The video start with the lens already unfolded in the eye. The material/mark observed in the photo is visible. This appears to be under the lens. No attempt is made to remove the mark/material. Video ends. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following implantation of an intraocular lens (iol) a friction is observed in the lens optic, as if the cartridge released a silicone/wax in some cases the doctor can remove it, in other cases he can't, leaving a risk in the lens optic. Additional information was requested and received.

Manufacturer narrative:
The used cartridges were not returned for evaluation. Fifty-one 10 count cartons for the suspected lot were returned. Eleven cartons were unopened. Forty cartons were received opened. All contained 10 samples, except for two which contained 14 each. Ten of the unopened company cartridge samples were randomly pulled from ten of the cartons for evaluation. The company cartridges were numbered 1-10 for evaluation purposes. The ten returned unopened company cartridges were opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. The company cartridges were functionally tested per the IFU(instructions for use). No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Lens models were indicated. The diopters were not provided. It cannot be determined if the lenses were qualified. Each model is qualified to a specific diopter range. The range is not the same for all model types. The handpiece and viscoelastic were not provided. It is unknown if qualified products were used. The root cause for the reported complaint could not be determined. The used company cartridge complaint samples were not returned. No determination can be made without physical evaluation of the complaint sample. Ten of the unopened company cartridges returned for the reported lot were evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed after the functional testing. Lens models were indicated. Per the IFU(instructions for use): the company io(intraocular lens)l delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).